Event description:
According to the available information, the left rear tip extender was explanted due to erosion. The rear tip extender was not replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted, and the rear tip extender was not returned. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.